Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(4) was performed from (B)(6) 2014 to (B)(6)2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device alarmed for no apparent reason and also had a channel error. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.